Event description:
This pt expired on (B)(6) 2010 for unk reasons. The device is currently in the possession of the pt's wife and has not yet been returned. Should additional information becomes available, this event will be updated.